Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer reported that they contaminated the ion-selective electrode (ise) buffer solution with either saline or cuvette detergent. The customer uses a common funnel to top up fluids for multiple solutions and the funnel was not properly cleaned between use of different solutions, which contributed the ise buffer solution contamination. The customer replaced the ise buffer bottle, primed and wash the instrument, calibrated the electrodes, and ran quality controls (qcs) hourly to monitor the instrument performance. The qcs recovered within acceptable ranges. Siemens determined that ise buffer solution contamination, introduced by use of a common funnel during solution top up, potentially contributed to the discordant, falsely elevated sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on four (4) patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument, and the repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). The customer also provided sodium results for two (2) other patient samples, but did not indicate whether these results were discordant or correct. It is also unknown if these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.